Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they experienced difficulty applying the adc device and was therefore unable to apply. The customer had a loss of consciousness and received unspecified treatment provided by a non-healthcare professional, however, no additional information was provided. There was no report of death or permanent injury associated with this event.